Event description:
It was reported that when placing his trio pedicle screws, the tips off of two self holding pedicle screw driver shafts.

Manufacturer narrative:
Investigation has been initiated. Any additional information will be filed as supplement report.